Event description:
After the case was complete, the perfusionist reported that something appeared to obstruct flow through the oxygenator as circuit volume was being sent to the ats machine. The oxygenator performed without incident during the case. The procedure had been terminated prior to the problem. There was no pt involvement.

Manufacturer narrative:
The incident occurred after bypass. Sorin group (B)(4) manufactures the apex oxygenator. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). After the case was complete, the perfusionist reported that something appeared to obstruct flow through the oxygenator as he was sending circuit volume to the ats machine. The perfusionist used the rap volume to flush blood out of the circuit and it was after the majority of the blood had been flushed through, that he experienced the obstruction. The apex oxygenator was returned to sorin group (B)(4) for eval. Visual inspection showed blood inside the unit. Flow through the unit during the rinsing process was nearly zero, with very high inlet pressures. Small clots were seen exiting the unit during the rinse cycle. After rinsing, small clots were still visible on the fibers. During functional testing, the device showed significant increase in pressure drop values. Upon autopsy, cellular deposition was noted on the membrane material. Scanning electron micrographs exhibited a considerable amount of biological coating on the membrane fibers. Analysis of the coating by fourier transform infrared spectroscopy produced spectra consistent with a library spectrum of dried blood. The oxygenator performed to specification during the procedure. No issues occurred. The cause of the occlusion and cellular deposition that occurred as the device was being flushed cannot be determined. There was no pt involvement. It was reported that the facility had issued an incident report with risk management. This medwatch report is being filed as a result of this action.